Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The issue of the suction port getting stuck a lot was confirmed. It was found there was restriction at the suction cylinder. The issue of the angulation not being good was not confirmed. The angulation figures were good. In addition, there was a crack in the glue and minor dents on the cover. The control knob movement was loose, and the labeling had faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a therapeutic procedure, the angulation on the evis exera ii colonovideoscope was not good, and the suction port got stuck a lot. No patient harm reported.